Event description:
It was reported by a physician's office that they were unable to proceed past the screen alignment procedure on their hand-held device. A hard reset of the device was attempted, but the same problem was again encountered. The product was subsequently replaced.